Manufacturer narrative:
(B)(4).

Event description:
Received information the patient programmer reported an error code of 514 (reject specified program set invalid) when trying to synching with the ins. The patient also experienced a shocking sensation while the synching was being attempted. Patient was directed to her hcp and the hcp reported the ins was unresponsive to telemetry attempts by the physician programmer, patient programmer and recharger. An attempt was going to be made to clear the error code with the physician programmer. Additional information has been requested and if received a follow up report will be sent. Reference MFR report # 3004209178201101411 for concomitant ins system.